Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, customer has to press the button multiple times for the pump to respond. In addition, customer reported that at times the touchscreen will go black after being pressed multiple times. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer. No response from the customer was received.